Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen of insulin pump was foggy. Customer stated that the body and screen of insulin pump were scratched up. Customer stated that the insulin pump received no delivery alarm. Customer stated that the insulin pump was louder while rewinding and labored while bolus. Customer declined for troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.